Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk. All operating currents within specifications and no blank display observed during testing. A cracked case, cracked reservoir tube lip, scratched lcd window and misisng end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the drive support cap was protruding out from the insulin pump. Advised customer to discontinue use. Customers blood glucose level was 164 mg/dl. Nothing further reported.